Event description:
Additional information received (B)(4) 2014 indicates the event is resolved.

Event description:
It was reported the patient has worsening stress urinary incontinence. The event status was ongoing as of (B)(6) 2014. The device remains implanted. No further patient complications were reported in relation to this event. Related to manufacturer report # 2183959-2014-00031